Event description:
Customer reported that pump declared an alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Due to recurring cartridge alarm, customer could not resume insulin therapy, and technical support decided to replace pump. Customer will use mdi as backup therapy, knows how to put pump into storage mode, and agreed to return pump with a pre-paid label within 10 days.